Event description:
It was reported that the cockpit shut down and did not restart while on the patient. The staff immediately started manual ventilation of the patient until a new ventilator was brought to the room. No patient injury was reported.

Manufacturer narrative:
The device was examined by a dräger service technician at the customer site and a logfile a log file could not be provided. According to the investigation results the reported event could be confirmed. The basis board m14.5 was identified as root cause onsite and had been replaced. Afterwards the affected v500 device was successfully tested according to manufacturer specs. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered to reset the micro processing system to a specified state. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Upon successful completion of the warm start, the system will post the alarm message cockpit restarted with accompanying audible alarm tone in order to alert the user. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The device alarmed the failure to inform the user. No pat. Health consequences have been reported. The field failure rate is tracked and considered normal by the responsible product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the cockpit shut down and did not restart while on the patient. The staff immediately started manual ventilation of the patient until a new ventilator was brought to the room. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.